Manufacturer narrative:
(B)(4) (stent deformed in vivo during positioning): results: severe calcification, 99% stenosis; force applied during delivery of relevant device; damage to the stent and failure to deliver the stent. Conclusion: severe calcification, 99% stenosis; force applied during delivery of relevant device.

Event description:
An attempt was made to deploy a 2.5mm diameter x 30mm length endeavor rx drug-eluting coronary stent into a patient. The target lesion, located in the rca #1-2 was reported to have been in a moderately tortuous vessel exhibiting 99% stenosis with severe calcification following pre-dilation of the lesion. Communication from the field confirmed that, as strong resistance was experienced during advancement of relevant device, due to severe calcification, the physician pushed and pulled the device with relatively strong force when delivering. However, the relevant device could not cross the lesion and was withdrawn from the patient body. Upon removal, the physician found that the relevant stent was deformed. It was reported that were no abnormalities noted during preparation and inspection of the device prior to use. The patient is reported to be fine and no other sequelae were reported. Medtronic has received the device and its analysis has been completed. The hypotube was bent, wavy and kinked 73.5cm distal to the strain relief. The stent was positioned on the balloon as per specifications. Approximately nine or ten stent segments towards the proximal end were raised, deformed and pulled distally. A clear liquid was evident in the inflation lumen. There was blood residue along the stent and between the balloon folds.